Manufacturer narrative:
The device was not returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer dermatome ii 4 inch width plate coating began to bubble off of the width plate which left this instrument unusable. No add'l clinical info was received prior to this report.